Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned,

Event description:
It was reported that the usb cable was damaged and the customer could no longer charge the pump with the usb cable. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.